Manufacturer narrative:
Blocks a2, b2, b5, b6, b7, h2, and h6 have been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 22, 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and explanting physician is: (B)(6). (B)(6) clinic. (B)(6). United states (B)(6). Phone: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion to the bladder. E2330 - abdominal/pelvic pain. E1310 - frequent urinary tract infection. E1715 - vaginal scarring. E1311 - enlarged left kidney. E1405 - dyspareunia. E0206 - mental pain and embarrassment. E2308 - disfigurement. E1309 - urinary retention. E1301 - dysuria. E172001 - abscess. E2326 - inflammation. E1901 - bacterial infection. The following imdrf impact codes capture the reportable events of: f1903 - vaginal mesh excision. F2301 - additional device required. F1901 - additional surgery. F08 - hospitalization.

Event description:
It was reported that the patient had been implanted with an advantage fit system for the treatment of stress urinary incontinence. The implantation procedure was completed without intraoperative complications. Following the procedure, the patient experienced several complications, including mesh erosion into the bladder, frequent urinary tract infections, abdominal and pelvic pain, an enlarged left kidney, persistent urinary incontinence, vaginal scarring, hematuria, and dyspareunia. The patient also claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Moreover, she has sustained and is anticipated to continue sustaining severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, as well as economic losses due to the implantation. On (B)(6) 2021, one day following implant surgery, the patient experienced urinary retention requiring catheter replacement. She subsequently presented for a voiding trial. The patient had a history of mixed urinary incontinence since the birth of her second child. She had urinary frequency occurring every 15 to 30 minutes and nocturia one to two times per night. She also endorsed stress urinary incontinence with coughing and sneezing requiring 3 pads per day. Her daily fluid intake was approximately 1.5 liters, including one cup of coffee. Review of systems was notable for enuresis, urinary frequency, and urgency. During the voiding trial, 250 ml of normal saline was instilled into the bladder via the urethra until the patient reported a sensation of urgency. The catheter balloon was then deflated and the catheter removed. The patient successfully voided 350 ml. The patient was assessed with stress urinary incontinence and urge urinary incontinence following urethral mesh sling placement on (B)(6) 2021. She experienced postoperative urinary retention; however, a voiding trial conducted that day was successful. The patient was reassured that transient incomplete bladder emptying can occur following general anesthesia. She was advised to contact the office if she experiences any urinary difficulties over the weekend. Etiology related to bladder overactivity and spasms was discussed. Behavioral and lifestyle modifications were recommended, including limiting total daily fluid intake to approximately 32 ounces (four 8-ounce glasses) to reduce urinary frequency. She was advised to avoid known bladder irritants such as caffeine, tea, carbonated beverages, alcohol, and artificial sweeteners. Timed voiding every two hours during the day was recommended, along with cessation of fluid intake three to four hours prior to bedtime to reduce nocturia. Myrbetriq 25 mg was prescribed, and the patient will follow up in one month for reassessment. On (B)(6) 2022, the patient presented for reassessment of her stress and urge urinary incontinence. Physical examination revealed normal external genitalia without lesions and a normally calibrated introitus without evidence of atrophy. The uterus was present with no abnormal uterine or adnexal masses. Small sutures were noted within the vagina. There was no evidence of pelvic organ prolapse, with cystocele, rectocele, and uterine prolapse all graded as 0. Urethral hypermobility was not observed, and no stress urinary incontinence was demonstrated during cough testing. As of the visit on (B)(6) 2022, the patient was currently emptying her bladder well and reports satisfaction with the surgical outcome, with no recent episodes of stress urinary incontinence associated with coughing. Regarding urge urinary incontinence, the patient reported improvement in urgency symptoms with oxybutynin 5 mg, and continuation of this medication was recommended. She was to follow up in four months for reassessment. On (B)(6) 2022, the patient presented for evaluation of mixed urinary incontinence status post midurethral mesh sling placement. She reported occasional dysuria and increased urinary frequency since the procedure, noting that dysuria was not present prior to surgery. The discomfort occurs at the beginning and sometimes at the end of urination; however, prior urine cultures have been negative. Behavioral and lifestyle modifications were reinforced for urge urinary incontinence. The patient reported improvement in urinary frequency with myrbetriq 25 mg daily. It was discussed that the dose may be increased to 50 mg on days when symptoms of frequency or dysuria worsen. She was to follow up in six months for reassessment. On (B)(6) 2022, the patient presented with complaints of dysuria and increased urinary frequency. She reported the myrbetriq 25 mg daily had improved her urinary frequency; however, she continued to experience right-sided suprapubic pain as well as dyspareunia. Review of systems was positive for enuresis, urinary frequency, and urgency. Physical examination revealed tenderness with palpation of the right vaginal fornix and the suprapubic region. The patient was assessed with stress urinary incontinence and urge urinary incontinence status post urethral mesh sling placement. She denies current stress urinary incontinence but reports pelvic pain with intercourse and dysuria. It was discussed that these symptoms may be related to scar tissue formation or inflammation associated with the mesh sling. Pelvic floor physical therapy was recommended for management of dyspareunia. Should her symptoms fail to improve, surgical removal of the right portion of the sling was discussed. Regarding urge urinary incontinence, the etiology of bladder overactivity and associated spasms was reviewed. Behavioral and lifestyle modifications were reinforced. The patient will continue myrbetriq 25 mg daily. A referral was placed for pelvic floor physical therapy in oceanside, and the patient was to follow up in four months for reassessment. On (B)(6) 2024, the patient contacted the physician to inform them that she was having pain in her pelvic area all the time and she had blood in her urine the previous day. She wanted to consult the physician about mesh removal. On (B)(6) 2024, the patient presented with complaints of dysuria and increased urinary frequency. Myrbetriq 25 mg had improved her urinary frequency; however, she now has persistent right-sided suprapubic pain that has been present for the past two to three years and has been gradually worsening. She also reported episodes of gross hematuria following exercise at the gym. A renal ultrasound was pending for further evaluation. Physical examination revealed tenderness with palpation of the right suprapubic region. There was no pain on palpation of the vagina and no erosion of mesh observed in the vagina. The patient was assessed with stress urinary incontinence status post urethral mesh sling placement. She denies current stress urinary incontinence, but now presented with gross hematuria, right-sided suprapubic pain, and recurrent dysuria despite negative urine cultures. It was discussed that her symptoms may be related to scar tissue formation or inflammation associated with the mesh sling. She previously trialed pelvic floor physical therapy without improvement. Surgical management was discussed. Given her gross hematuria, further evaluation with cystoscopy and renal ultrasound was recommended to rule out mesh erosion into the bladder or urethra. It was explained that if mesh involvement is identified, postoperative catheterization for approximately one week may be required following removal. Regarding urge urinary incontinence, the etiology related to bladder overactivity and associated spasms was reviewed. Behavioral and lifestyle modifications were reinforced, continue myrbetriq 25 mg daily to assess for improvement in urinary symptoms, and she was to follow up for cystoscopy, with a plan to proceed with removal of the right arm of the mesh sling based on clinical findings. On (B)(6) 2024, the patient underwent cystoscopy, which revealed irritation and calcification of the right bladder dome consistent with erosion of vaginal mesh. During the procedure, a pan-cystoscopy was performed with comprehensive inspection of all bladder walls and the urethra. An area of irritation and calcification was identified at the right bladder dome, consistent with erosion of vaginal mesh. No tumors, stones, or other lesions were observed. The ureteral orifices were noted to be in their normal orthotopic positions. The cystoscope was then removed, and the patient tolerated the procedure well without complications. The findings of mesh erosion with associated irritation and calcification were reviewed with the patient and identified as the most likely source of her gross hematuria. The patient expressed interest in complete mesh removal. Risks and benefits of the procedure were discussed in detail. On (B)(6) 2024, the patient underwent ultrasound of the kidney and bladder. On (B)(6) 2024, the patient presented for follow-up after being evaluated in the emergency department in washington, dc on (B)(6) 2024, for a significant swelling reaction of the left leg following multiple mosquito bites. The reaction was determined to be allergic in nature, and she was treated with atarax, prednisone, and benadryl, with subsequent improvement, though she reported sedation as a side effect of the medications. The patient noted a similar but less severe swelling reaction after a recent mosquito bite a few days prior, for which she did not take medication. She expressed concern as she had not previously experienced such reactions to mosquito bites. At the time of evaluation, symptoms from the recent bite were improving, with minimal itching. The patient also reported increased urinary frequency and has a known history of urinary issues. She is scheduled for follow-up surgery for removal of mesh from a prior bladder sling, which has been causing unilateral symptoms. The patient was diagnosed with frequent urination, fatty liver, eroded bladder suspension mesh, vitamin d deficiency, insect bite reaction, and a history of thyroid disorder. Given her urinary symptoms, a urinalysis with reflex culture was ordered to assess for possible infection. In the context of her known mesh erosion and ongoing urinary issues, additional laboratory studies were ordered, including a complete blood count with differential, comprehensive metabolic panel, and c-reactive protein. For management of fatty liver and to further evaluate metabolic status, a comprehensive metabolic panel and hemoglobin a1c were requested. Vitamin d levels reassessed with a 25-hydroxy vitamin d test, given its potential role in immune function. Thyroid-stimulating hormone testing was also ordered in light of her history of thyroid disorder. Regarding her exaggerated reactions to mosquito bites, the patient was advised to use diphenhydramine (benadryl) for symptomatic relief of itching and swelling. If symptoms do not improve, she was instructed to return for further evaluation to rule out soft tissue infection. As an alternative, she may consider taking a reduced dose of previously prescribed prednisone if symptoms worsen and do not respond to antihistamines. At present, her symptoms have been improving. The patient will be contacted with the results of the laboratory studies once available, and further management will be determined based on those findings. On (B)(6) 2024, she underwent surgery for complete removal of the eroded sling mesh. During the procedure, the mesh was carefully dissected from the bladder and urethra. On the left side, it was removed entirely from the retropubic space, pubic bone, and rectus fascia. On the right side, the mesh had penetrated the bladder wall and was also removed completely, necessitating an opening of the bladder wall. The bladder was then repaired using a two-layer running stitch with 3-0 vicryl suture, and a cystoscopy confirmed no further bladder damage beyond the mesh erosion site. A 16 french foley catheter was placed, and the patient was transferred to the recovery area awake and in stable condition. No complications were reported. On (B)(6) 2024, the patient presented with increasing swelling and erythema at the suprapubic incision site, more pronounced on the right side. She reported low-grade fevers at home, with a maximum temperature of approximately 100.5 degrees fahrenheit over the preceding several days. A computed tomography (CT) scan performed the same day demonstrated a 7 cm fluid collection within the suprapubic space, concerning for a seroma versus abscess, along with findings of cystitis and inflammation extending from the anterior bladder wall toward the fluid collection. She was also two weeks status post removal of vaginal mesh and sling on (B)(6) 2024, and presented with worsening pain, swelling, redness, and warmth at the surgical site over the past week. She reported that her immediate postoperative course was initially unremarkable, with some urinary frequency and mild incontinence that had been gradually improving. However, she subsequently developed localized symptoms at the incision site along with low-grade fevers. She had been in contact with her surgeon, who prescribed bactrim earlier that day, though she had not yet initiated the medication at the time of evaluation. The patient was assessed with a seroma versus abscess of the suprapubic incision site. Management options were reviewed. It was explained that surgical opening would require a relatively large incision due to the absence of fluctuance on examination. The patient elected to proceed with needle drainage. Approximately 50 ml of fluid was aspirated at the bedside and sent for culture. The patient was provided with strict return precautions to urgent care for any worsening symptoms. Close follow-up was arranged, with plans for the provider to contact the patient over the next two days to reassess wound status. The patient's husband will also assist with monitoring by submitting wound images through the patient portal for ongoing evaluation. Subsequently, a CT scan of the abdomen and pelvis was performed and demonstrated an approximately 8 cm fluid collection, consistent with fat necrosis, seroma, or abscess. A prior cystogram performed one week following mesh removal surgery showed no evidence of bladder leak; therefore, it was discussed with the patient and her husband that the current fluid collection is unlikely to represent leakage from the prior bladder reconstruction site. Imaging indicated a depth of approximately 15 mm from the abdominal skin to the fluid collection. On (B)(6) 2024, the patient was seen for treatment of a postoperative suprapubic seroma versus abscess with overlying cellulitis following complete mesh removal and cystorrhaphy performed on (B)(6) 2024. She initially underwent a mid-urethral mesh sling placement on (B)(6) 2021, which was complicated by erosion of the mesh into the bladder and gross hematuria, necessitating planned complete mesh removal with bladder repair at the erosion site. Removal of the right-sided mesh was technically challenging, and she subsequently developed a postoperative seroma at the suprapubic incision. Although CT imaging suggested possible extension of the fluid collection and a potential bladder source, a postoperative cystogram demonstrated no evidence of bladder leakage. She is currently being treated with bactrim ds, with resolution of low-grade fevers and significant improvement in cellulitis. However, it was discussed that the seroma is likely infected and may recur following completion of antibiotics. The standard of care is drainage of the fluid collection. Interventional radiology consultation was obtained. The patient to be referred to interventional radiology for suprapubic drain placement, with the plan to leave the drain in place until output is minimal, at which point it may be removed. Arrangements made to schedule the ir drainage procedure. On (B)(6) 2024, the patient presented for follow-up evaluation post CT-guided abscess drainage with interventional radiology on (B)(6) 2024. She was taking bactrim ds and denied recent fevers, chills, incisional erythema, warmth, superficial drainage, or swelling at the incision site. She continued to report baseline urinary urgency and frequency, with voiding occurring as often as every 30 minutes, and stated that she continued to use approximately eight urinary pads per day. She indicated that her previous urinary tract infection symptoms included dysuria; however, she denied any current burning with urination and did not believe she had a urinary tract infection at that time. She was scheduled for an interventional radiology abscessogram on (B)(6) 2024. The patient had a postoperative suprapubic seroma versus abscess with overlying cellulitis status post complete mesh removal with cystorrhaphy repair on (B)(6) 2024, and status post CT-guided abscess drainage with interventional radiology on (B)(6) 2024. Physical examination found the suprapubic incision to be clean, dry, and intact with drain present in the left suprapubic region. There was no erythema, drainage from the incision site, area of raised tissue at the incision site, and no warmth of the incision site. The left suprapubic drain was intact with approximately 20 cc of serosanguinous drainage. She was taking bactrim ds, with reported improvement in cellulitis and resolution of fevers, and was instructed to continue the medication as directed. She was advised to maintain a daily log of drain output, and general drain and incision care instructions were reviewed and reinforced. Strict urgent care and emergency department precautions were discussed, and the patient verbalized understanding. Culture results from (B)(6) 2024, showed no anaerobic organisms isolated to date; wound/fluid/tissue cultures demonstrated moderate white blood cells with no growth and no organisms seen; afb culture and stain revealed no acid-fast bacilli by fluorescent stain. Per the prior progress note dated (B)(6) 2024, the drain could be removed once minimal to no output was achieved. She was scheduled to follow up with interventional radiology for an abscessogram on (B)(6) 2024, and for clinic follow-up on (B)(6) 2024. On (B)(6) 2024, the patient was seen in follow-up status post interventional radiology placement of a drain into a suprapubic seroma on (B)(6) 2024, which was subsequently removed on (B)(6) 2024. At follow-up, the incision had healed completely. The patient reported feeling well overall but continued to experience urinary leakage associated with both urgency and stress activities such as coughing and sneezing, requiring approximately eight to nine pads per day. She reported urinary frequency every 15 to 30 minutes and nocturia one to two times nightly. Her daily fluid intake was approximately 1.5 liters, including one cup of coffee. Review of systems was positive for enuresis, urinary frequency, and urgency. Physical examination demonstrated urethral hypermobility, and stress urinary incontinence was elicited with coughing. A component of her leakage was urge-related, and she was advised to restart myrbetriq. She expressed interest in initiating pelvic floor physical therapy in approximately one month and planned to follow up in one month. It was discussed that if her stress urinary incontinence persisted at a significant level, she might benefit from consideration of an autologous fascial sling. On (B)(6) 2024, the patient presented with significant emotional distress over the preceding several months following removal of her bladder mesh and subsequent postoperative complications. She reported that prior symptoms of persistent bladder irritation and hematuria have resolved; however, she continues to experience severe urinary incontinence requiring the use of diapers, with urinary frequency occurring every 15 to 30 minutes. She also endorsed ongoing left flank pain, which is exacerbated by prolonged sitting, such as during car travel. The patient expressed uncertainty regarding next steps in her care and concern about returning to office-based work in november due to difficulty managing her urinary symptoms. She has a scheduled follow-up with urology on (B)(6) to determine eligibility for pelvic floor physical therapy. She acknowledged that repeat mesh surgery may be recommended but expressed significant anxiety and fear regarding this possibility and its potential outcomes. She reported adherence to myrbetriq but is unsure of its effectiveness and noted worsening upper abdominal bloating since initiating myrbetriq and vitamin d supplementation. Additionally, she described increased irritability and emotional reactivity, with concern that her ongoing symptoms may be negatively impacting her interactions with her family. Her pertinent medical history is notable for ongoing urinary incontinence following mesh removal, with associated postoperative complications. The patient has a history of nonalcoholic steatohepatitis (nash), with laboratory values from (B)(6) 2024 showing an ast of 10 and alt of 13. She continues to experience urinary incontinence following removal of an eroded mesh sling on (B)(6) 2024, a postoperative course that was complicated by the development of a seroma requiring drainage on (B)(6) 2024. Despite intervention, she reports ongoing bladder leakage and has been started on myrbetriq, with plans to begin pelvic floor physical therapy later in the month. She also has vitamin d insufficiency, with a level of 25.9 ng/ml in (B)(6) 2024, for which supplementation with 5,000 international units daily was recommended. Additionally, she has a history of iron deficiency and has discontinued her prior iron supplementation of 85 mg nightly. Review of systems is notable for vaginal bleeding, vaginal discharge, and vaginal pain, as well as persistent urinary incontinence, and she also reports left flank pain. The patient presented for her annual physical examination and was assessed with adjustment disorder with mixed anxiety and depressed mood, eroded bladder suspension mesh (subsequent encounter), gastroesophageal reflux disease with esophagitis, vitamin d deficiency, and left flank pain. She continues to experience significant distress related to ongoing urinary incontinence and complications following prior urologic procedures. Screening scores were notable, consistent with moderate depressive and anxiety symptoms. Expectations for recovery were discussed, emphasizing a gradual course and the importance of setting small, achievable goals rather than expecting rapid return to baseline. She was encouraged to maintain open communication with her specialists to address concerns and clarify treatment expectations at each stage. Given her persistent left flank pain, a repeat CT scan of the abdomen and pelvis with and without IV contrast was ordered to evaluate postoperative healing and assess for possible renal involvement. In light of her reported abdominal bloating, she was advised to temporarily discontinue vitamin d supplementation to assess for symptom improvement, while continuing myrbetriq for urinary symptoms. Her fasting laboratory results from (B)(6) were reviewed and found to be reassuring. On (B)(6) 2024, the patient presented for follow-up evaluation of mixed urinary incontinence. She reported overall feeling well but continues to experience significant urinary leakage, occurring both with urgency and with activities such as coughing and sneezing. She requires approximately 8 to 9 pads per day and is particularly bothered by urgency symptoms, noting a strong urge to urinate triggered by activities such as brushing her teeth or hearing running water. She reported that myrbetriq has provided some improvement in urgency; however, it is associated with headaches. The patient continues to experience urinary frequency every 15 to 30 minutes and nocturia one to two times per night. Her daily fluid intake remains approximately 1.5 liters, including one cup of coffee. Review of systems was positive for enuresis, urinary frequency, and urgency. The patient continues to experience significant urinary leakage requiring approximately eight pads per day, with a component of urgency incontinence. Given these symptoms, she was advised to restart myrbetriq; however, due to associated headaches, she was provided with a trial of gemtesa 75 mg. As urgency symptoms are her primary concern, further management options were discussed. The risks and benefits of botox therapy were reviewed. It was also discussed that her urgency symptoms may be related to ongoing bladder healing and residual sutures, which may improve over time, potentially limiting the need for repeated injections. She was counseled that this treatment would not address her stress urinary incontinence. Surgical options were discussed; however, the patient prefers to defer additional surgery at this time. She was to follow up for cystoscopy with planned botox injection. On (B)(6), 2024, the patient was diagnosed with urge urinary incontinence and underwent cystoscopy with intradetrusor injection of 100 units of botox, administered as 20 ml across 20 sites within the bladder. During the procedure, a pan-cystoscopy was performed with thorough inspection of all bladder walls and the urethra. The prior cystorrhaphy site was examined and appeared well-healed, with no evidence of recurrent calcifications or residual mesh. No tumors, stones, or other lesions were identified, and the ureteral orifices were visualized in their normal orthotopic positions. The cystoscope was then removed, and the patient tolerated the procedure without complications. The patient was advised to follow up in two to three weeks for assessment of postvoid residual volume. She was also instructed to contact the provider if she experiences any difficulty with urination following the procedure. On (B)(6) 2025, the patient presented for follow-up evaluation of mixed urinary incontinence. She previously underwent cystoscopy with intradetrusor injection of 100 units of botox on (B)(6) 2024, at which time no evidence of mesh or calcifications was identified, and the bladder appeared to be well-healed. Despite this intervention, the patient reported no significant improvement in urinary leakage. She has been participating in pelvic floor physical therapy, which has resulted in some improvement, with current usage reduced to approximately 6-7 pads per day. The patient continues to experience urinary frequency every 15 to 30 minutes and nocturia one to two times per night. Her daily fluid intake remains approximately 1.5 liters, including one cup of coffee. Review of systems was positive for enuresis, urinary frequency, and urgency. Given persistent symptoms, the patient expressed interest in proceeding with an autologous fascial sling, as this option offers the greatest likelihood of long-term improvement in stress urinary incontinence. It was discussed that, if residual leakage persists following sling placement, additional treatment with bulk amid injection may be considered to address potential intrinsic sphincter deficiency. The risks and benefits of the proposed surgical intervention were reviewed in detail. The patient was also informed that the procedure involves surgery in the genital region and may include a pelvic examination. This visit involved comprehensive evaluation and management of a complex urologic condition requiring ongoing specialized care and coordination as part of a continuous treatment plan. On (B)(6) 2025, the patient presented for evaluation of stress urinary incontinence, reporting the use of approximately six pads per day. She is status post cystoscopy with intravesical botox injection (100 units) on (B)(6) 2024, which she stated did not provide meaningful improvement in her symptoms. She expressed interest in proceeding with autologous fascial sling placement and presented for her preoperative surgical evaluation. She denied any new upper respiratory symptoms, chest pain, or shortness of breath at that time. The patient was subsequently admitted on (B)(6) 2025 and discharged on (B)(6) 2025, following autologous fascial midurethral sling placement with cystoscopy. On postoperative day 0, she experienced an episode of vomiting after consuming chicken noodle soup; however, by postoperative day 1, she was tolerating a regular diet without difficulty. She was ambulating appropriately and had a foley catheter in place with clear yellow urine output. Her lower abdominal pain was well controlled with oral analgesics. A voiding trial was successfully completed, with 250 ml instilled and 200 ml voided. At the time of discharge, she was medically stable and cleared for home. Physical examination revealed lower abdominal and pelvic tenderness to palpation. The pfannenstiel incision was clean, dry, and intact with dermabond in place. Genitourinary examination noted a 16 french indwelling catheter with clear yellow urine output. At discharge, the patient was instructed to resume a normal diet and maintain adequate hydration with 6-8 glasses of fluid daily. Activity recommendations included showering as tolerated while avoiding submersion in water, encouraging ambulation, and permitting stair use. She was advised to avoid heavy lifting greater than 10 pounds, as well as strenuous activity or exercise, for four weeks. Wound care instructions included leaving the incision open to air, with the expectation that the dermabond would naturally slough off within 7 to 14 days; incision care education was provided. The patient was scheduled for outpatient follow-up on (B)(6) 2025. On (B)(6) 2025, the patient, who was experiencing significant stress urinary incontinence requiring the use of six pads per day, underwent surgery for the placement of an autologous fascia mid-urethral sling. The procedure involved harvesting a segment of her rectus fascia via a pfannenstiel incision, which was then fashioned into a sling and placed retropubically to support the urethra. During cystoscopy, the area where the previous mesh had been removed was inspected and appeared well-healed, with no evidence of bladder damage. The procedure was completed without complications, and the patient remained stable postoperatively. Additionally, the patient reported pain at a tolerable level and experienced an episode of nausea related to movement while ambulating, which was relieved with antiemetic medication and rest. The foley catheter remained patent, orthostatic vitals were negative, and sequential compression devices (scds) were in place while in bed. Safety measures were observed, with the bed in the lowest locked position and the call light within reach. On (B)(6) 2025, the patient presented for evaluation of mixed urinary incontinence. A CT scan with ivp phase performed on (B)(6) 2025, for assessment of left flank pain demonstrated no evidence of hydronephrosis. Postoperative changes were noted within the subcutaneous tissues; however, there was no evidence of fistula or seroma. The patient reported improvement in urinary leakage following placement of an autologous fascial sling in (B)(6) 2025, with current usage reduced to approximately 2 to 3 pads per day. Assessment: the patient previously underwent cystoscopy with intradetrusor injection of 100 units of botox in (B)(6) 2024, which did not provide significant improvement in her symptoms. Management options for stress urinary incontinence were discussed. It was explained that if residual leakage persists following the fascial sling, she may benefit from a future bulkamid injection to address potential intrinsic sphincter deficiency or, if necessary, consideration of a repeat autologous fascial sling. At present, the patient reported substantial improvement in urinary leakage, now reduced to approximately three pads per day. This visit involved a comprehensive evaluation of the patient's complex urologic condition, requiring ongoing specialized management as part of a continuous and coordinated plan of care.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of july 31, 2024, was chosen as a best estimate based on the date of the mesh revision procedure. Block e1: this event was reported by the patient's legal representation. The implanting and explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion to the bladder. E2330 - abdominal/pelvic pain. E1310 - frequent urinary tract infection. E1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient was implanted with an advantage fit system. As a result of the mesh implant, the patient experienced erosion of the mesh to the bladder, frequent urinary tract infections, abdominal/pelvic pain, enlarged left kidney, continued urinary incontinence, vaginal scarring, hematuria, and dyspareunia. On (B)(6) 2024, the patient had revision surgery of the implanted advantage fit system device. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss.

Manufacturer narrative:
Block h2: additional information blocks a2 (date of birth) and b5 (event description) has been updated based on the additional information received. Correction: block b3 (date of event) has been corrected from (B)(6) 2024 (revision date) to (B)(6) 2021 (implant date). Block h6 (patient code - e2308), added patient code related to the complication that was included in the previously reported event description. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of erosion to the bladder. E2330 - captures the reportable event of abdominal/pelvic pain. E1310 - captures the reportable event of frequent urinary tract infection. E1715 - captures the reportable event of vaginal scarring. E1311 - captures the reportable event of enlarged left kidney. E1405 - captures the reportable event of dyspareunia. E0206 - captures the reportable event of mental pain and embarrassment. E2308 - captures the reportable event of disfigurement. The following imdrf impact codes capture the reportable events of: f1905 - captures the reported event of vaginal mesh excision.

Event description:
It was reported that the patient had been implanted with an advantage fit system for the treatment of stress urinary incontinence. The implantation procedure was completed without intraoperative complications. Following the procedure, the patient experienced several complications, including mesh erosion into the bladder, frequent urinary tract infections, abdominal and pelvic pain, an enlarged left kidney, persistent urinary incontinence, vaginal scarring, hematuria, and dyspareunia. On (B)(6) 2024, she underwent revision surgery to address these complications associated with the implanted device. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Moreover, she has sustained and is anticipated to continue sustaining severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, as well as economic losses due to the implantation. On (B)(6) 2025, the patient, who was experiencing significant stress urinary incontinence requiring the use of six pads per day, underwent surgery for the placement of an autologous fascia mid-urethral sling. The procedure involved harvesting a segment of her rectus fascia via a pfannenstiel incision, which was then fashioned into a sling and placed retropubically to support the urethra. During cystoscopy, the area where the previous mesh had been removed was inspected and appeared well-healed, with no evidence of bladder damage. The procedure was completed without complications, and the patient remained stable postoperatively. Additionally, the patient reported pain at a tolerable level and experienced an episode of nausea related to movement while ambulating, which was relieved with antiemetic medication and rest. The foley catheter remained patent, orthostatic vitals were negative, and sequential compression devices (scds) were in place while in bed. Safety measures were observed, with the bed in the lowest locked position and the call light within reach.

Event description:
It was reported that the patient had been implanted with an advantage fit system for the treatment of stress urinary incontinence. The implantation procedure was completed without intraoperative complications. Following the procedure, the patient experienced several complications, including mesh erosion into the bladder, frequent urinary tract infections, abdominal and pelvic pain, an enlarged left kidney, persistent urinary incontinence, vaginal scarring, hematuria, and dyspareunia. The patient also claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Moreover, she has sustained and is anticipated to continue sustaining severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, as well as economic losses due to the implantation. On (B)(6) 2024, she underwent surgery for complete removal of the eroded sling mesh. During the procedure, the mesh was carefully dissected from the bladder and urethra. On the left side, it was removed entirely from the retropubic space, pubic bone, and rectus fascia. On the right side, the mesh had penetrated the bladder wall and was also removed completely, necessitating an opening of the bladder wall. The bladder was then repaired using a two-layer running stitch with 3-0 vicryl suture, and a cystoscopy confirmed no further bladder damage beyond the mesh erosion site. A 16 french foley catheter was placed, and the patient was transferred to the recovery area awake and in stable condition. No complications were reported. On (B)(6) 2025, the patient, who was experiencing significant stress urinary incontinence requiring the use of six pads per day, underwent surgery for the placement of an autologous fascia mid-urethral sling. The procedure involved harvesting a segment of her rectus fascia via a pfannenstiel incision, which was then fashioned into a sling and placed retropubically to support the urethra. During cystoscopy, the area where the previous mesh had been removed was inspected and appeared well-healed, with no evidence of bladder damage. The procedure was completed without complications, and the patient remained stable postoperatively. Additionally, the patient reported pain at a tolerable level and experienced an episode of nausea related to movement while ambulating, which was relieved with antiemetic medication and rest. The foley catheter remained patent, orthostatic vitals were negative, and sequential compression devices (scds) were in place while in bed. Safety measures were observed, with the bed in the lowest locked position and the call light within reach.

Manufacturer narrative:
Block h2: additional information. Blocks b5 (event description) and h6 (impact codes) has been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 22, 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of erosion to the bladder. E2330 - captures the reportable event of abdominal/pelvic pain. E1310 - captures the reportable event of frequent urinary tract infection. E1715 - captures the reportable event of vaginal scarring. E1311 - captures the reportable event of enlarged left kidney. E1405 - captures the reportable event of dyspareunia. E0206 - captures the reportable event of mental pain and embarrassment. E2308 - captures the reportable event of disfigurement. The following imdrf impact codes capture the reportable events of: f1903 - captures the reported event of vaginal mesh excision.